Event description:
It was reported that during the procedure for treatment of an 85% de novo stenosis in the heavily calcified, mildly tortuous, right coronary artery, a xience stent was implanted. A 3.5x12 nc trek rx dilatation catheter was delivered for post dilatation. The balloon was inflated to 6 atmospheres and the balloon catheter moved forward at this point. The catheter was withdrawn back to its previous position; however, it was not possible to deflate the balloon from 6 atmospheres. The inflation device was exchanged for another inflation device but after several attempts, the balloon did not deflate. The guiding catheter was advanced forwarded and the inflated balloon was pulled very slowly without reported resistance into the guiding catheter and removed from the anatomy. Outside of the anatomy, the technician visually confirmed that the balloon remained inflated and compressed the balloon to some extent with two fingers. Dilatation was completed using another nc trek balloon. There was no adverse patient effect and no clinically significant delay. Reportedly, the device was not submerged in heparinized saline prior to use and negative pressure was applied while introducing the catheter into the guiding catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: boston choice; guide catheter: medtronic 6f; stent: xience. Incorrect preparation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.